Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the patient developed a foreign body reaction to the suture and rejected the suture. Additional information has been requested.